Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility."

Event description:
A patient enrolled in a clinical study experienced heterotopic ossification of the tibia.